Event description:
Info rec'd from our affiliate. A pt had been wearing accuvue advance contact lenses since 2008. On seven months later, the pt visited and eye care professional (ecp) and was diagnosed with a corneal erosion os. The ecp prescribed gatiflo eye drops 0.3% every 3 hours. The ecp instructed the pt to discontinue cl wear. On two days later, the pt returned for f/u, the pt was diagnosed with a 3 mm x 3 mm central corneal ulcer os, the ulcer reached the depth of the descemet's membrane. The pt was prescribed cefaclor slow-release formulation eye drops, 2 times a day x 4 days, colinacol (colistin) eye drops every 3 hours. The pt's va had decreased to 0.5 (20/40) at that time. The pt was referred to a hosp since the symptoms had not improved. A rep form our affiliate visited the hospital on following month. The pt was examined and treated at the hospital clinic on the previous month. The corneal ulcer was reported to be smaller. A slit lamp exam revealed cells in the anterior chamber. The pt's os was red with corneal infiltration and mild iritis. Treatment: gatiflo 0.3% drops 6 times per day and mydrinp for mydriasis were prescribed. The pt's va os was 0.9 at that time (between 20/25 and 20/20. The pt had a f/u visit on the next day, the ulcer was smaller and the iritis resolved. The pt's va was not measured. The pt had a f/u visit on five days later: the symptoms had almost resolved. A slit lamp exam showed a slight opacity at the site of the ulcer. No foreign body sensation and redness were found. Gatiflo eye drops were prescribed qid. The pt was instructed not to wear cl for a week. The pt was not instructed to return for f/u. The treating ecp reported the ulcer was healed.

Manufacturer narrative:
One lens in a lens case was returned for eval. The lot number for that lens was not provided. The eval found there was a 123 "inside out" mark on the lens indicating it was a vistakon product. No abnormalities found upon visual examination. No further product analysis could be conducted. Any add'l info will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.